Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
The customer reported that the hub of the catheter detached, requiring the device to be replaced. Aside from the additional procedure, there were no further injuries to the patient.